Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 30, 2021. Upon further investigation of the reported event, the following information is new and/or changed: g6 (indication that this is a follow-up report). H2 (follow-up due to additional information. H6 (identification of evaluation codes 3331, 4114, 3221, 57). Type of investigation: #1: 3331 - analysis of production records. Type of investigation #2: 4114 - device not returned. Investigation findings: 3221 - no findings available. Investigation conclusions: 57 - cause traced to labeling. The affected sample was not returned for investigation. During review of the DHR for part and lot number, it was found that three units from this lot were subjected to packaging damage rework. The serial numbers associated with this rework were found to be east oriented units, which were then placed in west labeled packaging. Ncr has been written to fully investigate this event. . All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during out of box, the facility received an eastern configured oxygenator instead of a western one. No patient involvement.